Event description:
Ous MDR - boston scientific received info that two days port implant; this right ventricular lead became dislodged. As the pt had an intrinsic rhythm and no adverse effects; the decision was made to leave the lead implanted at this time and a revision may be performed in the future. No adverse pt effects reported. The right ventricular lead remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.